Manufacturer narrative:
Zoll medical corporation has received the product.

Event description:
While attempting to monitor a patient (age & gender unknown) the device was unable to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. During subsequent testing, the device displayed a "defib pa short" message.